Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the loose heat exchanger tubing clamp causing the unit to alarm. Provider states they re clamped, no new parts needed.